Event description:
Boston scientific received information that approximately one week post-implant, the patient developed blistering at the implant incision site. The infectious disease unit was consulted and the patient was started on intravenous antibiotics. The patient was taken off the antibiotics the following day as there were no further signs of infection. All products remain in service and no further issues have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.